Manufacturer narrative:
Additional information: (model#, catalog#, expiration date, UDI),. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during transection of the stomach to create the sleeve, the stapler was able to fire, there was poor staple formation and the jaws of the device locked on the tissue. The staple line was not incomplete. The doctor said the patient was doing well and so far there was no leak. The staple line was not optimal and the doctor stapled again. The doctor said there was no loss of tissue due to the staple line because they wanted a tighter sleeve and would have stapled there regardless of the less than optimal staple line. The jaws of the load were stuck on the tissue and they needed to use laparoscopic scissors to remove. There was no permanent tissue damage. The doctor used a new staple load to create a new staple line to complete the case. There was no patient injury